Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2016. No additional event or patient information is available. The complaint states the patient experienced inaccurate cgm values. Data was provided but there were no usable finger sticks (fs) because of gaps in data. Problem was not confirmed. The complaint of inaccurate readings not confirmed.